Event description:
The patient was having her teeth cleaned by dr. (B)(6) hygienist. The hygienist was using the explorer and when she took the explorer out of the patient's mouth she noticed the end was missing she laid the handle on the tray and looked in the patient's mouth and could see the explorer tip on the back of the patient's tongue. She asked the patient not to swallow and set her up to retrieve the explorer tip but the patient accidentally swallowed the explorer tip and it had to be removed surgically at the hospital. The tip did not break it became dislodged from the handle.